Event description:
On (B)(6) 2024, a patient underwent an ultrasound guided kidney biopsy procedure through normal tissue density using maxcore device. During the procedure the outer cannula allegedly failed to fire. No coaxial needle was used. The procedure was completed by another device. There was no reported patient injury.

Manufacturer narrative:
H11: manufacturing review: the device history records have been reviewed, and this lot met all release criteria. Investigation summary: the physical device was not returned for evaluation. One electronic photo was received and reviewed. The photo shows a maxcore device with package which is partially open with product label information which does match and verifies with tw and the maxcore device is in half primed position. Based on the photo review, the reported event cannot be confirmed. Therefore, the investigation is inconclusive for the reported failure as no objective evidence was provided for review. A definitive root cause for the reported failure to fire could not be determined based upon the provided information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. D4 (medical device lot, unique identifier (UDI)), g3, h6 (method, result, conclusion). H11: section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
H11: as the lot number for the device was provided, a review of the device history records is currently being performed. The device has not been returned to the manufacturer for evaluation. However, a photo was provided for review. The investigation of the reported event is currently underway. H11: section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2024, a patient underwent an ultrasound guided kidney biopsy procedure through normal tissue density using maxcore device. During the procedure the outer cannula allegedly failed to fire. No coaxial needle was used. The procedure was completed by another device. There was no reported patient injury.